Event description:
The pt has 2 leads (from the same lot) implanted as part of his scs system. It was reported the pt experiences painful overstimulation at the lead site with stimulation on. The pt indicated he is also experiencing ineffective stimulation of his left side and his right side stimulation is too strong. X-rays were taken and the pt indicated the leads have migrated. Surgical intervention may be taken at a later date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.